Event description:
This is filed to it was reported that on (B)(6) 2022,a patient presented with grade 3-4 mixed mitral regurgitation (mr) and thin mitral valve pathology. A mitraclip procedure was performed, and one ntw clip was implanted. The mr was reduced to grade 1. The device functioned as intended and there were no adverse patient effects. On (B)(6) 2022, a routine echocardiogram was performed and a single leaflet device attachment (slda) was observed. On (B)(6) 2023, the patient presented with recurrent mr at grade 3-4. A second mitraclip intervention with an xtw was performed to treat a single leaflet device attachment (slda) of the ntw clip. The anterior mitral leaflet was detached. The mr was reduced to grade 1. In the physician's opinion, the slda may have been caused by the thin leaflets. There was no device malfunction during the second procedure, adverse patient sequela, or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.